Manufacturer narrative:
(B)(4). The investigation showed that there is one fiber cracked. This could happen due to fiber shrinking or external stress of the device.(B)(4)

Event description:
On (B)(6) 2012 the customer stated that they could not de-airing the homoconcentrator during priming.(B)(4).